Event description:
It was reported that two days after implant of an implantable neurostimulator (ins) the patient felt sick from anesthesia, and that the patient was being shocked and jolted by the ins. Patient had seen an improvement, on average four times in duration, between urinary frequency since implant. It was reported that "it is much better than how things were before she got the therapy." It was also reported that the permanent system "doesn't quite shock every now and again at all."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01lnq, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).